Event description:
It was reported that a 55-year-old black or african/american female patient underwent a primary breast augmentation surgery with 450cc mentor memorygel breast implants. Post-operatively, the patient experienced a change in her breasts after a mammogram. The patient had a follow-up appointment that included another mammogram as well as an ultrasound. She was informed by her physician that her right breast prosthesis appeared ruptured and that her left breast looked deformed. The patient is scheduled for magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left implant. Refer to manufacturing report number 1645337-2022-14746 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2023, mentor received additional information. The patient's date of implant was updated to (B)(6) 2015. Mentor became aware that the patient underwent removal and replacement with 685cc mentor memorygel breast implants on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 12, 2023, mentor received additional information. Mentor became aware that magnetic resonance imaging confirmed that patient experienced bilateral rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On june 28, 2023, mentor received the device for evaluation. On july 06, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view within an area of missing material , measuring approximately 9.0 cm and 4.0 cm x 2.0 cm respectively. Additionally a crease was noted within the tear. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).